Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08470 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 18-apr-2024 and customer's event date of 19-apr-2024, there was no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 18-apr-2024 and customer's event date of 19-apr-2024 listed on smartsolve due to insufficient data in the trace/history files. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: on (B)(6) 2024 21:22:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 21:57:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:03:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 00:26:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 01:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 01:38:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 01:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 06:18:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 06:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 20:14:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 20:16:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the ss event date 18-apr-2024 and customer's event date 19-apr-2024 in the formatted history file.  Sensorerroralert (801) was recorded and found in the formatted history file on: on (B)(6) 2024 23:31:50.000 on (B)(6) 2024 00:31:51.000 on (B)(6) 2024 03:01:50.000 on (B)(6) 2024 05:06:53.000 on (B)(6) 2024 06:16:51.000 lostsensor1alert (780) was recorded and found in the formatted history file on: on (B)(6) 2024 17:13:00.000 on (B)(6) 2024 17:23:00.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: on (B)(6) 2024 00:07:11.000 on (B)(6) 2024 00:17:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: on (B)(6) 2024 17:40:00.000 on (B)(6) 2024 17:50:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lostsensor1alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2024 19:47:00.000 insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2024 20:00:21.000 on (B)(6) 2024 20:01:08.000 on (B)(6) 2024 21:48:48.000 on (B)(6) 2024 21:58:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: on (B)(6) 2024 20:00:32.000 pump error 23 alarm was recorded and found in the formatted history file on: on (B)(6) 2024 21:59:04.000 power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2024 21:59:19.000 on (B)(6) 2024 21:59:27.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024. There was no power data available for the date of 12-apr-2024. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during the testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a 1.281v duracell alkaline battery installed. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded and no delivery/occlusion alarm. The customer reported blood glucose value of 528 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, manual injection/insulin pen, headache treated with no treatment. The event involved product(s) mmt-332a, mmt-399a, and mmt-1884. The customer feels ok to troubleshoot. Customer was not using the insulin pump system within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported recurring insulin flow blocked alarms even after troubleshooting. The customer has tried all remedies for recurring alarms. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned. Frn-mmt-332-rsvr, unomed inf set

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.